Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 34 mg/dl. Cause was not known. Reportedly the customer lost consciousness and was in a "coma for an hour" and had seizures due to the bg level. Emergency medical services was contacted and they provided an intravenous (IV) glucose drip until the customer came out of the seizure and to address the bg.